Event description:
Pt with multiple hip surgeries. Last one being on rt hip in 1993. Pt c/o pain. Loosening of hardware noted. Also had severe metalesis of femur and pelvis. During surgery appeared to be titanium metalosis.